Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, a3, a4: patient age, weight, gender are not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a 7mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat l't avg. When the vsx device was deployed about 1cm, it was found that the deployment line was stuck and could not be pulled out smoothly. Therefore, physician decided to pull out the delivery system along with the sheath and replaced it with another 8fr sheath inserted to reserve pathway, another 7mm x 10cm vsx device was used to successfully complete the procedure. The patient's condition remained stable after surgery without any adverse reactions.

Manufacturer narrative:
D9 update date device returned to manufacturer: 14-jul-2025. H6 update code c19, d15 - the manufacturing records were reviewed. The device lot met all pre-release specifications. The primary reported failure mode, related to partial deployment due to a stuck deployment line, was consistent with the engineering evaluation findings of partial deployment with an inability to continue deployment and with multiple forms of damage noted. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Kinked distal shaft, bent struts, twisted endoprosthesis). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.